Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced low blood glucose and insulin pump over delivery alarm. The customer¿s blood glucose level was 40 mg/dl and 44 mg/dl at time of incident. The customer was treated with food. The customer alleges pump was over delivering because the insulin pump was set up by the health care professional and settings may not be suitable. The insulin pump will not be returned for analysis.